Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Rep faxed in a per form with a blank event description. Spoke to rep. Rep was notified that the patient's anterior tibia collapsed. The patient has not yet been revised. Revision date is unknown as cases are being evaluated before they can be performed. Patient alleges that they experienced no falls or other trauma.

Manufacturer narrative:
Updated the event description and explant date. Reported event an event regarding subsidence involving a triathlon baseplate was reported. The event was confirmed by clinician review of provided medical records. Clinician review also indicated the concomitant periprosthetic fracture. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted baseplate, tibial insert and a femoral component with blood and tissue on them. Nothing else remarkable to report. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: the assessment confirms the tibial component collapse and subsequent revision tka in the postoperative period. There is no specific relation of the implant to the component's collapse. There is possibility that the collapse was related to implantation techniques. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review confirmed the tibial component collapse and subsequent revision tka in the postoperative period. There is no specific relation of the implant to the component's collapse. There is possibility that the collapse was related to implantation techniques. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Rep faxed in a per form with a blank event description. Spoke to rep. Rep was notified that the patient's anterior tibia collapsed. The patient has not yet been revised. Revision date is unknown as cases are being evaluated before they can be performed. Patient alleges that they experienced no falls or other trauma. Update based on medical review: "a revision procedure was performed 03/26/2020" & "as noted, the undated pre-revision x-rays (bilateral ap/left lateral) showed collapse of the tibial component and the concomitant tibial plateau (bone) fracture (anterior and medial). " update based on medical review: "the uncemented femur was removed and replaced with a similar device." The reason for revision of the femoral component was not mentioned.